Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, it was reported that the patient (pt) received their replacement recharger and saw the "reposition antenna" message on their recharger since implant date. Pt mentioned the last time they charged their ins was about 2 months ago. Pt placed their recharger antenna over their ins and continued to see the "reposition antenna" message when trying to charge the ins. Pt did not have their pt programmer because they lost it. Pt noted they "hate" their device because their hcp implanted the ins in the wrong place (originally was on their stomach), but now the ins was implanted high in their back, so they have a difficulty time charging the ins with the antenna. Pt said in the past the recharger antenna was positioned 18 times to be able to charge the ins. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient services specialist (pss) reviewed with the pt their ins was possibly over discharged and they would need to consult with their hcp for next steps. Pt was escalated at the beginning of the call. Additional information was received on may 12th reporting that the patient's battery was overdischarged. The patient has extreme difficulty getting enough black boxes showing good connection for charging. States she had to call patient services to get a new recharger. Pmr performed in order to get charge screen up. Patient states still having extreme difficulty getting good connection to charge efficiently additional information was received from a mdt rep again on may 16th reporting that the pt did get the charge screen up but stated she couldn't get battery charge past 25%.